Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, loss of capture on current electrogram (egm) and intermittent atrial undersensing noted on stored atrial arrhythmia egm. It was also reported ra lead threshold rising. The patient is post open heart, and has been seen three times post open heart surgery. A temporary pacemaker is in place, and a rate increase performed to compensate for atrial function. Subsequently, the ra lead was capped and replaced with a different lead. No patient complications have been reported as a result of this event.